Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure performed on (B)(6), 2013. According to the complainant, during the procedure, after deployment, the clip assembly failed to release from the delivery catheter. Reportedly, the user was able to break the clip in order to release it. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported as being okay. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a mucosectomy procedure performed on (B)(6) 2013. According to the complainant, during the procedure, after deployment, the clip assembly failed to release from the delivery catheter. Reportedly, the user was able to break the handle in order to release the clip. The clip remained on the tissue and the procedure was completed with this resolution clip. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported as being okay. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information: the procedure performed was a mucosectomy. The clip failed to release from the catheter; however, when the nurse broke the handle, the clip detached and remained on the tissue. The procedure was completed using this resolution clip.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a mucosectomy procedure performed on (B)(6) 2013. According to the complainant, during the procedure, after deployment, the clip assembly failed to release from the delivery catheter. Reportedly, the user was able to break the handle in order to release the clip. The clip remained on the tissue and the procedure was completed with this resolution clip. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported as being okay. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information: the procedure performed was a mucosectomy. The clip failed to release from the catheter; however, when the nurse broke the handle, the clip detached and remained on the tissue. The procedure was completed using this resolution clip.

Manufacturer narrative:
Investigation results visual examination noted that the clip assembly was fully deployed and not returned. The control wire was separated per design. There was a kink in the control wire and the over sheath was accordianed near the sheath grip. Functional analysis could not be performed as the clip assembly was fully deployed and not returned with the device. Investigation found the clip assembly fully deployed and not returned; and the control wire kinked. Based on the condition of the returned device, the reported failure could not be confirmed. However, due to anatomical/procedural factors encountered during the procedure, performance may have been limited. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4):the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).